Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the upper portion of an ilet touchscreen became unresponsive during use, with the user perceiving a possible crack despite no obvious external damage, which impeded device navigation and prompted replacement and return of the original unit. Symptoms included no reported adverse clinical effects, and blood glucose was reportedly unaffected as the user reverted to backup therapy and continued cgm monitoring. Outcomes included temporary discontinuation of the ilet and use of alternative therapy until receipt of the replacement device. Investigation included collection of event details, shipping a replacement, and arranging return of the affected device for evaluation. Investigation of this case revealed a suspected screen damage and associated touch malfunction of the display assembly that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was likely physical damage to the touchscreen leading to loss of responsiveness.